Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump lost power during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: rebooting observed in the black box. A low battery warning was confirmed on (B)(4) 2013 at 7:31am. The rebooting is preceded by a replace battery alarm on (B)(4) 2013 7:43am. The voltage in the black box is low. The pump was used for 7 days following the reported power issue with no further power issues occurring. No damage was found to the battery compartment. Battery cap contact height and width within specification. Pump powers on normal with no alarms. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.